Event description:
It was reported to philips that the system failed to generate x-ray due to a full image disk issue. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that ippc was not saving images. After reviewing the log file fse found there is a malfunction in image processor, the capacity of ippc image disks is full. Fse recreated the image store for the frontal ippc. After recreated the image store for the frontal ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.